Event description:
The reporter contacted animas on (B)(6) 2013 and stated the up arrow keypad button had a delayed response and was intermittently unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 04/22/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate intermittent 'up' arrow button: all buttons are responsive and functional. The keypad has no visible sign of damage. When keypad cover was removed to check condition of the button contacts, no contamination or any other anomaly found. Pump was opened to check condition of the keypad flex and connector. The keypad flex connector is firmly seated and no signs of damage or contamination visible.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.